Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2019.

Event description:
It was reported that the patient's ipg was no longer charging or holding a charge. The patient underwent an ipg replacement procedure. The explanted ipg was not returned.